Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: e1: initial reporter is j&j company representative h3, h6: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2024, the patient underwent an open reduction internal fixation (orif) surgery for a diaphyseal fracture of the ulna. The surgeon tried to pass a 1.5mm k-wire through the hole in the plate for temporary fixation, but the k-wire didn¿t advance easily. Initially, the surgeon was aware that the k-wire would not pass through the hole because of the patient's stiff bone, but the k-wire broke off during the procedure. When the plate was taken out and checked, the k-wire was stuck in the hole in the plate and could not be removed. The surgery was completed successfully within 30 minutes delay. Patient is listed as stable and no medical intervention was required. The surgery was completed with alternate implant fixation. No fragments remained in the patient. The surgeon confirmed by x-ray. This report is for one ti lcp® metaphyseal plate 7 holes sterile for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h6: a product investigation was conducted. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the lcp metaphyspl 3.5 7ho l99 ti was observed without signs of damage on the surface. Additionally it was observed that the tip of a k-wire is jammed on the hole of the plate and it cannot be disassembled. A dimensional inspection was performed, however, with the tip stuck halfway in the hole, a 1.49 mm pin gauge was used and fit without issues up to the point where the stuck tip allowed. It was determined that the measurement is correct. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the lcp metaphyspl 3.5 7ho l99 ti would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. H3, h6: a manufacturing record evaluation was performed for the finished device product code # 423.407s-15. Lot # 7583p31. It was electronically reviewed and no nonconformances / manufacturing irregularities were identified during the manufacturing process. The product was released on: 13-sep-2023. Manufacturing site:jabil grenchen. Expiry date:01-sep-2033. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.